Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and also had damage. The customer was assisted with button error/keypad anomaly troubleshooting. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that there was no significant event leading to the keypad issues. Customer was asked if the clock on the insulin pump advanced when observed for one minute, and the customer stated that they were receiving button error and the time was not moving. Troubleshooting for damage was performed. The customer stated that there were cracks in the battery compartment and that this occurred when the insulin pump was dropped in the bathroom floor. Per both troubleshooting, the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.